Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04845. It was reported the pt no longer had stimulation and was unable to recharge the ipg. Replacement external devices were tried and the issue was confirmed at the physician's office. Follow up identified the physician undertook surgical intervention to replace the ipg. During the procedure, the leads were tested and the pt did not have stimulation coverage. It was determined the lead had migrated, so the physician opted to replace the lead. It was reported the pt received effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.